Event description:
Customer reported that she received an error alarm. The blood glucose reading was 72 mg/dl. The insulin pump failed the self test. She stated that the insulin pump screen went blank and that she believed the memory was wiped out because it would prompt her to reset the time. She also reported that she had received a lost sensor alert and had received recurring metering alerts. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was programmed with a test transmitter and the glucose sensor simulator. The sensor feature worked properly. No lost sensor alarms were noted. The insulin pump was received with operating currents within specification. The insulin pump passed the self test, reset error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. No error alarms were noted. The insulin pump was monitored and no blank display anomalies were noted. No damage was noted on the isolation tape. No cosmetic damage was noted.